Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of peritoneal cloudy effluent in a patient coincident with dianeal-n pd4 1.5% therapy. The patient's mother contacted baxter (B)(6) technical service center to report the patient experienced peritoneal cloudy effluent. Follow-up information ((B)(6) 2011): follow-up information was received by a physician, case now is medically confirmed. Suspect product amended to dianeal-n pd4 1.5% (previously dianeal unknown). The patient experienced peritoneal cloudy effluent. The peritoneal cloudy effluent resolved without treatment. Dianeal remained ongoing and unchanged. The physician considered the peritoneal cloudy effluent a non-serious event, however baxter considered the event medically significant.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.